Event description:
<P>customer reported a cartridge alarm 20 during pumping, with no prior reports of the same alarms for this pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer planned to use multiple daily injections as backup therapy while a replacement pump was arranged by support, expressing interest in obtaining an out-of-warranty loaner pump.</p>